Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported during laparoscopic total hysterectomy the pad fell off and into the patient. The pad was found and removed for the patient. A second like device was then used and the pad melted but did not detach for the clamp arm. A third device was then used to complete the procedure with no patient consequences reported.